Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. The customer troubleshot with technical support. The customer stated that the power supply would be replaced to address the reported issue.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. There was no patient involvement. Event date not specified, estimate used.